Manufacturer narrative:
Section b5 has been corrected with the correct reference range

Event description:
The customer observed false positive alinity I total b-hcg and provided the following data for 1 patient undergoing fertility treatments. (Reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results): sample ID (B)(6) on(B)(6)2023 the result was 5.6 (grayzone). The sample was repeated and generated a result of 135.85 (positive) on (B)(6)2023 another sample was collected and generated a result of <5 (negative) on (B)(6)2023, the sample from 24 june 2023 was retested and generated a result of <5 (negative) there was no reported impact to patient management. Correction: the correct reference range is (reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results):

Event description:
The customer observed false positive alinity I total b-hcg and provided the following data for 1 patient undergoing fertility treatments. (Reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results): sample ID (B)(6). On 24 june 2023 the result was 5.6 (grayzone). The sample was repeated and generated a result of 135.85 (positive). On 27 june 2023 another sample was collected and generated a result of <5 (negative) on 4 july 2023, the sample from 24 june 2023 was retested and generated a result of <5 (negative) there was no reported impact to patient management. Correction: the correct reference range is (reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results):

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 45628ud00 and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates an increase in complaint activity, however upon further review, ticket and trending review did not identify any related trends regarding commonalities for lot number and customer issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I total ss-hcg reagent in the field was reviewed using data gathered from customers worldwide. Median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 45628ud00 was identified.

Event description:
The customer observed false positive alinity I total b-hcg and provided the following data for 1 patient undergoing fertility treatments. (Reference: = 5.00 miu/ml (iu/l) is negative, = 25.00 miu/ml (iu/l) is positive, > 5.00 miu/ml (iu/l) and < 25.00 miu/ml (iu/l) are considered grayzone - no interpretation will be reported for these results): sample ID (B)(6). On (B)(6) 2023 the result was 5.6 (grayzone). The sample was repeated and generated a result of 135.85 (positive) on (B)(6) 2023 another sample was collected and generated a result of <5 (negative) on (B)(6) 2023, the sample from (B)(6) 2023 was retested and generated a result of <5 (negative) there was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number7p51-20 / 30 7p51-74/ 77 and there is a similar product distributed in the us, list number 7p51-21 / 31 . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.